Manufacturer narrative:
Results evaluations: the investigation into this event is limited as the user facility did not record the catalog number of the kit used or the device lot number. We are unable to review mfg records and trending on a particular catheter. We are anticipating the return of the sample involved in this event. However, the most likely cause of this type of report is user error. Review of the instructions for use reveals two warnings: never pull the catheter through the epidural tuohy needle as this can result in the catheter being cut and left in the epidural space. If catheter insertion difficulties are encountered, the epidural tuohy needle and catheter should be removed carefully together as a single unit, and the procedure repeated. Do not pull the epidural catheter rapidly during removal from the pt. If resistance is felt on withdrawal, consult current medical literature for specific techniques. Continuing to exert force when resistance is felt may lead to breaking of the catheter." If the sample is received, and shows a different type of defect, then a follow-up report will be submitted.